Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the external pulse generator (epg) required repair.. The hanger assembly was broken. There was a backlight issue, connector on main printed circuit board. The upper case was broken. The main seal was pinched and the display wires were pinched, (wire insulation exposed). All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg)required repair, testing and calibration. The epg has been returned to service. No patient complications have been reported as a result of this event.